Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, system log file analysis. According to the initially provided information, system and table movement were not available during a patient procedure. The log file investigation showed that there was no communication between the table control module and the system. The error message, emergency stop error - activate and deactivate a functioning emergency stop to enable system movement, call service, was displayed. The user followed these instructions the log file investigation also showed that slow system movements were detected. According to information received from the customer service engineer, the cable of the table control module was ripped off when moving the table. This was determined to be the root cause of the issue; however, it cannot be determined how this was damage occurred. The cable was exchanged as part of the service activity. The complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction while operating the artis pheno system. During an interventional procedure, the user reported all system movements blocked and an error message displayed on the screen. The patient was moved to an alternate system to complete the procedure. Siemens is unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.